Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Yes - seal. Was a device inserted in the trocar during the leaking? If so, what device? Yes. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic nissen procedure, the trocar was leaking. Another device was used to complete the procedure. There were no adverse consequences for the patient.